Event description:
After performing lengthy but routine dental repair, the pt experienced swelling of mucosal tissue adjacent to material, caused sloughing, and eventually subsided after the use of diprolene. The product was exacta temp-orary-crown and bridge material.